Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 13 in the mouth, it had not yet achieved integration in type iii bone. Clinician reports pain, mobility, inflammation and poor healing. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 13 in the mouth, it had not yet achieved integration in type iii bone. Clinician reports pain, mobility, inflammation and poor healing. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.